Manufacturer narrative:
The unit was not received for product evaluation. An engineering evaluation was completed. Without the return of the product it is not possible to determine if some damage or defect existed that could have contributed to the event. There is not sufficient evidence to determine if this complaint was related to manufacturing, design, or labeling. It is not known if any procedural factors may have contributed to the event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
It was reported that the hemosphere was not transmitting the same patient parameter pressure numbers that the ge bedside monitor was receiving. The clinician stated the numbers did not correlate to the arterial blood pressure numbers displaying on the ge bedside monitor. This occurred for several minutes. The hemosphere read mid 80s systolic with the mean arterial pressure in the mid to low 60s. The ge monitor was showing the arterial waveform from clearsight in the low 100 to 119 systolic and the mean arterial pressure in the 70s. After the clinician re-zeroed, the bedside monitor arterial waveform did correlate with the hemosphere unit display for the systolic blood pressure in the mid 80s and the mean arterial pressure in the mid to low 60s. This occurred during patient use. There was no patient harm or injury. There was no inappropriate treatment administered. There is no product return as the user did not record the serial number of the suspect unit. It is unknown which unit is suspect.

Manufacturer narrative:
The hemosphere will not be returned for evaluation as the suspect unit is not able to be identified. The device history record review cannot be completed as the serial number is unknown. An engineering evaluation has been initiated. Once the results are available, they will be submitted in a supplemental report. Additional device product codes, dqk computer, diagnostic, programmable. Qaq adjunctive predictive cardiovascular indicator, mud oximeter, tissue saturation. Dxn system, measurement, blood-pressure, non-invasive, dsb plethysmograph, impedance. Qms adjunctive open loop fluid therapy recommender, fll thermometer, electronic, clinical.